Event description:
It was reported that the customer was hospitalized due to high blood glucose over 450 mg/dl. It was stated that the customer was vomiting prior to being admitted. It was stated that the insulin pump did not alarm when the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.